Event description:
Name of procedure performed: tha. Description of event: [facility]. English version of cer: after broaching once or twice for tha, alexis was found to have a hole. Doctor continued to use the product without replacing it until he completed the surgery. It has been confirmed that no fragments of alexis remain in the surgical field. There was no impact to the patient. The doctor in charge is the 11th case of using alexis orthopedic protector. The facility recognizes that if it interferes violently, a hole will open, but they seem that it has some durability. Since it was easily damaged this time, it was confirmed that it was a malfunction. It has been almost 1 week since the surgery date for the applied side to obtain the information this time. It took a long time to get information from the facility to the agency because there seemed to be an in-hospital process. The facility is requesting an investigation report from the manufacturer. The doctor in charge knows that it will take several months for the report from applied to come out. English translation of japanese version of cer: after broaching once or twice with tha, it was found that there was a hole. After that, I continued to use it as it was, but it was confirmed that it was a malfunction because it was easily torn even though it was a durable product. Type of intervention: the surgery was completed with the same device. Patient status: no impact to the patient.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that there were holes in the sheath material. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an instrument that came in contact with the sheath during the procedure.

Event description:
Name of procedure performed: tha. Description of event: [facility]. English version of cer: after broaching once or twice for tha, alexis was found to have a hole. Doctor continued to use the product without replacing it until he completed the surgery. It has been confirmed that no fragments of alexis remain in the surgical field. There was no impact to the patient. The doctor in charge is the 11th case of using alexis orthopedic protector. The facility recognizes that if it interferes violently, a hole will open, but they seem that it has some durability. Since it was easily damaged this time, it was confirmed that it was a malfunction. It has been almost 1 week since the surgery date for the applied side to obtain the information this time. It took a long time to get information from the facility to the agency because there seemed to be an in-hospital process. The facility is requesting an investigation report from the manufacturer. The doctor in charge knows that it will take several months for the report from applied to come out. English translation of japanese version of cer: after broaching once or twice with tha, it was found that there was a hole. After that, I continued to use it as it was, but it was confirmed that it was a malfunction because it was easily torn even though it was a durable product. Type of intervention: the surgery was completed with the same device. Patient status: no impact to the patient.